Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
A healthcare provider (hcp) reported that the female patient in (B)(6) was receiving gabalon via their implanted intrathecal pump. The initial pump implant date was (B)(6) 2011. The patient underwent a pump replacement procedure on (B)(6) 2015. Pump protrusion from the pump pocket was reported. A physician of a rehabilitation department indicated that part of the replaced pump was exposed from the pump pocket. The patient did not seem to experience infection. The event was considered serious. If necessary, replacement of catheter and/or pump was to be performed. The patient's body was described as being small and that there might be insufficient space to implant the pump. The physician was considering if the pump could be re-implanted on the other side where the pump was currently implanted. The pump was scheduled to be replaced on (B)(6) 2015. The outcome of the patient was unrecovered. The event was noted as having no causal relation to the catheter, pump, programmer, and drug. It was reported as being unknown if there was a causal relationship to surgical procedure. On (B)(6) 2015 an hcp further reported that pump was replaced and the position of the implant was changed. The position was changed from the right side to the left side subcutaneously. Regarding the catheter, only the pump side / segment was replaced. The hcp decided that another appointment would be made to write the adverse event report at a later date. Additional information from the hcp, reported that regarding the pump protruding from the pump pocket, the patient required hospitalization or prolonged hospitalization for treatment of the event. Additional information was requested regarding the missing drug information (concentration, dose, lot), concomitant medications, medical history, and diagnosis for use. Should the additional information become available, a follow-up will be submitted.

Event description:
Information was received from a company representative who indicated that the concentration of gablofen was not in the report. The concomitant medications and patient history was also not provided in the report. The diagnosis of the pump was that the physician was considering changing the pump and catheter; however, there might not be signs of infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The manufacturing site ID # has been updated and corrected to: 3004209178. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient¿s underlying disease was cervical spondylosis with an unknown onset date. On (B)(6)2015 the pump was exposed from the pump pocket; abdomen. Treatment for this adverse event noted the drug was not changed, the drug therapy was changed as the device and catheter replacement were performed on (B)(6) 2015 and cefazolin was administered as an antibiotic. The patient recovered as of (B)(6)2015. The causality was now reported as not related to the drug, catheter, programmer, or surgical procedure but related to the pump.